Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The pump is not available for evaluation as it was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 the patient presented to the emergency department (ed) unresponsive, and was pronounced dead on arrival. Prior to presenting to the ed, the patient had reported having slurred speech that had resolved. It was reported that the pump seemed to be functioning as expected. It was suspected that the cause of the patient¿s death was a stroke. No other clinical information was provided by the hospital staff. The pump was not explanted and an autopsy was not performed.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full evaluation of the pump could not be conducted because the system was not returned to the manufacturer for analysis, and no autopsy was performed. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.